Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced various parts and performed instrument checks. He verified the instrument checks passed. The customer performed qc and tested patient samples without any errors. After service, no further issues were reported by the customer. Based on the available information, the investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e 411 immunoassay analyzer. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial hcg result was reported outside the laboratory. The patient's doctor questioned the reported result and the customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial hcg result was 0.844 miu/ml. The patient's repeat hcg result was >10,000 miu/ml. The analyzer performed a 1:100 auto dilution with the patient's sample and the diluted hcg result was 58,546 miu/ml. The customer determined the diluted hcg result was correct. The hcg reagent lot number was 212644 with an expiration date requested but not provided.